Manufacturer narrative:
A company representative visited the site and found the system to meet specifications. The representative performed calibration and cleaned mirrors. There was no indication that the system was out of calibration or specification at the time of the adjustment. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an irregular stromal bed during corneal flap creation. Additional information has been requested.